Event description:
A sacks single step catheter was used for a therapeutic thoracentisis. During the procedure upon removal, a slit was noted in the catheter. As a result, the patient developed pheumothorax but is reported to be doing fine.